Event description:
A product liability claim was raised. It was reported that the pt was implanted with an unk winterthur hip product on the right side on july 8 2013. The pt was revised on (B)(6) 2014 due to infection. All zimmer components were removed and antibiotics spacers implanted.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were received for the devices, the device history records could not be reviewed. Due to the fact that this is a legal claim, our legal dept has been provided with the available facts from the customer. Zimmer (B)(4) legal dept is well trained and passes all info concerning the case to our complaint handling dept. As soon as supplemental info becomes available an updated report will be submitted. (B)(4).